Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high capture threshold. The lead will continue to be monitored. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
New information received notes that the lead was explanted on 1 may 2023. Patient condition following intervention was unknown.